Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was walking through the security gate at (B)(6) and the ins shocked them for about 20 seconds before it stopped. The therapy was confirmed to be on while on the call. No falls or traumas were reported to be related to the issue. The patient was advised to follow up with their healthcare provider. The caller noted their representative told them they had to briskly walk through the security gates and they would be okay. No further complications were reported.